Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an initial implant procedure, the suture sleeve broke in half resulting in the suture clamping down on the left ventricular lead and the stylet being unable to be removed. The lead was explanted and replaced. The patient's condition was stable throughout the event.

Manufacturer narrative:
The reported event of ¿suture sleeve broke in half¿ and ¿stylet was unable to be removed¿ were confirmed. A complete lead with a stuck stylet were returned in one piece. The cause of ¿suture sleeve broke in half¿ was due to an overtighten suture sleeve consistent with procedural damage. The cause of ¿stylet was unable to be removed¿ was due to the ptfe coating of the stylet and the inner coil being bunched up distal to the connector pin and the connector pin and cap pulled from the lead body consistent with excessive forces during the procedure.